Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a code 1005, indicating an open circuit condition due to high out of range shock impedances greater than 145 ohms on this right ventricular (rv) lead. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.